Event description:
(B)(6) male patient underwent evar of aaa and cia on (B)(6) 2013. Anatomy was tortuous especially in the external iliac arteries. However, delivery system tracking over the wire guide helped get device into position. No significant calcium. This was the patient's first endovascular repair. There were no previously placed devices. The zenith flex with spiral-z technology aaa endovascular graft iliac leg was selected based on diameter and length to be docked inside the contralateral limb of main body. The device was flushed and prepped per standard procedure. The device was inserted into the right femoral artery and tracked up the right external iliac and right common iliac (through the ipsilateral limb of the modified body). The modified main body was fully deployed inside the right common iliac artery and it's contralateral limb had a 9mmx59mm another manufacturer's icast stent graft fully deployed into the right internal iliac artery. The spiral z leg graft was intended to bridge the main body deployed just inferior to the left renal artery to the physician modified main body inside the right common iliac artery. The zenith spiral z leg graft tracked up without incident and a full 1 stent+ overlap was observed inside the main body. The surgeon deployed the leg graft inside the modified main body graft just proximal to the top of the device flow divider without incident. A 40mm coda balloon was used to mold all overlap and sealing zones. A final run was done and an endoleak was observed and thought to be originating from the leg graft overlap inside the modified main body. Once this was done the same 40mm coda balloon was selected to re-mold the leg graft proximal and distal overlap. The coda was moved down to the distal stainless steel stent of the leg graft and aggressively inflated. A small "out-pouch" of graft fabric on the top left corner just above the 17mm stainless steel distal sealing stent but looked like below the nitinol spiral-z stent was observed under fluoroscopy while the coda was fully expanded. A contrast hand injection was done through the coda balloon catheter and significant endoleak was observed. Both physicians think that the leg graft might have ruptured causing the endoleak. It was observed that the leg graft was sitting in an angle and was not perfectly flush with the modified main body. The physician called for another leg graft of the same size to re-align the previously placed leg graft. This device was deployed without incident. The 40mm coda was inserted again to old the new leg graft. Another hand injection was performed and an endoleak was still observed. The physician then decided to place a 3110 stent of another manufacturer inside the leg graft to try and get it to seal inside the modified main body. The other manufacturer's stent was deployed using the wire guide and a large balloon catheter. Another had injection was done and no endoleak was observed.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.